Manufacturer narrative:
The t:slim x2 pump user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and had not yet received training on the pump but programmed the settings onto the pump without recommendation from the health care provider (hcp). Reportedly, the customer attempted to deliver a bolus but the bolus dosing appeared to be a larger amount than what the customer wanted to deliver and requested assistance from tandem technical support on adjusting the pump settings. The customer did not deliver the bolus dosing, and the customer's blood glucose level was 273 mg/dl. Recommendation was made by tandem technical support to consult with hcp regarding the settings for it to be entered appropriately onto the pump. The customer acknowledged the advice.